Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore, a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This report for air in tubing without an alarm was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a slow flow patient alarm during fill 1 of 4 on the homechoice machine (hc). The technical service representative (tsr) assisted the home patient(hp) to close the transfer set and check the patient line. The hp stated he found an air space in the patient line. The tsr assisted the hp to cycle power. The tsr assisted the hp to end therapy. The tsr advised the hp to start over with new supplies. The caregiver (cg) was contacted on (B)(6) 2012. The cg refused to provide any other information. There was patient involvement; however, there was no injury or medical intervention reported.